Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal") and ankylosing spondylitis ("ankylosing spondylarthritis") in a female patient who had essure (batch no. D40630) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dizziness ("violent dizzy spells"). On (B)(6)2017, 2 years after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ankylosing spondylitis (seriousness criterion medically significant), ear disorder ("ent problem"), pharyngeal disorder ("ent problem"), nausea ("nausea"), bronchitis ("bronchitis"), oropharyngeal discomfort ("throat discomfort"), breast swelling ("swollen breasts"), abdominal distension ("swollen abdomen"), insomnia ("insomnia"), weight decreased ("weight loss"), vitamin b12 deficiency ("b12 deficiency"), dry eye ("dry eyes") and myalgia ("muscle pain"). The patient was treated with antiinflammatory/antirheumatic products, adalimumab (humira) and surgery (bilateral salpingectomy on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the medical device removal, ankylosing spondylitis, ear disorder, pharyngeal disorder, nausea, dizziness, bronchitis, oropharyngeal discomfort, breast swelling, abdominal distension, insomnia, weight decreased, vitamin b12 deficiency, dry eye and myalgia outcome was unknown. The reporter provided no causality assessment for abdominal distension, ankylosing spondylitis, breast swelling, bronchitis, dizziness, dry eye, ear disorder, insomnia, medical device removal, myalgia, nausea, oropharyngeal discomfort, pharyngeal disorder, vitamin b12 deficiency and weight decreased with essure. Diagnostic results: on 01-mar-2016: confirmatory test - normal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 18-may-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 653 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot d40630 expiration date 28-dec-2017 production date: 16-dec-2014. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-may-2017: quality safety evaluation received company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced ankylosing spondylarthritis. It was reported that a bilateral salpingectomy was performed. Device removal was performed. The event ankylosing spondylarthritis is regarded as unanticipated according to the reference safety information for essure. Device removal is anticipated. Ankylosing spondylitis is a type of arthritis in which there is long term inflammation of the joints of the spine and the cause of it is unknown; however, it is believed to involve a combination of genetic and environmental factors. Considering its pathophysiology and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, the exact reason for essure removal was not specified. A causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No similar ae case reports have been received to date in relation to the reported batch. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal") and ankylosing spondylitis ("ankylosing spondylarthritis") in a female patient who received essure (batch no. D40630). The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure at an unspecified dose and frequency. In (B)(6) 2016, the patient experienced dizziness ("violent dizzy spells"). On (B)(6) 2017, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced ankylosing spondylitis (seriousness criterion medically significant), ear disorder ("ent problem"), pharyngeal disorder ("ent problem"), nausea ("nausea"), bronchitis ("bronchitis"), oropharyngeal discomfort ("throat discomfort"), breast swelling ("swollen breasts"), abdominal distension ("swollen abdomen"), insomnia ("insomnia"), weight decreased ("weight loss"), vitamin b12 deficiency ("b12 deficiency"), dry eye ("dry eyes") and myalgia ("muscle pain"). The patient was treated with antiinflammatory/antirheumatic products, adalimumab (humira) and surgery (bilateral salpingectomy on (B)(6) 2017). Essure was withdrawn. At the time of the report, the medical device removal, ankylosing spondylitis, ear disorder, pharyngeal disorder, nausea, dizziness, bronchitis, oropharyngeal discomfort, breast swelling, abdominal distension, insomnia, weight decreased, vitamin b12 deficiency, dry eye and myalgia outcome was unknown. The reporter provided no causality assessment for medical device removal, ankylosing spondylitis, ear disorder, pharyngeal disorder, nausea, dizziness, bronchitis, oropharyngeal discomfort, breast swelling, abdominal distension, insomnia, weight decreased, vitamin b12 deficiency, dry eye and myalgia with essure. Diagnostic results: on (B)(6) 2016: confirmatory test - normal. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced ankylosing spondylarthritis. It was reported that a bilateral salpingectomy was performed. Device removal was performed. The event ankylosing spondylarthritis is regarded as unanticipated according to the reference safety information for essure. Device removal is anticipated. Ankylosing spondylitis is a type of arthritis in which there is long term inflammation of the joints of the spine and the cause of it is unknown; however, it is believed to involve a combination of genetic and environmental factors. Considering its pathophysiology and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, the exact reason for essure removal was not specified. A causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.